Event description:
A facility reported that while in contact with a patient, duraseal exact spine sealant system (206520) could not turn into hydrogel formation. There was no patient injury and no delay in surgery noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The duraseal exact spine sealant system (206520) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - the sample received back included 1 assembly (borate/phosphate syringes, y-connector and both holders), y-connector, 4 loose spray tips, and 1 vial. The loose spray tips and y-connector were visually inspected, only one spray tip looked unused while the others presented signs of usage. No damages were detected in any of the spray tips. The assembly received was inspected and no damages were detected. Both syringes were empty as a sign that they were totally used, and residue of dry solution was observed. The vial was also received empty, but residue of peg mixed with phosphate could be observed. The solution was still in a liquid state and no discrepancies were detected on the mixed product. With the sample available for evaluation, the failure mode reported could not be confirmed. It could not be tested nor confirmed if the solution after mixing could not be formed. Root cause - the root cause is undetermined, and the complaint was unable to be confirmed. Product received was tested and the failure mode reported was not confirmed. Per the dfmea, potential causes of failure include issues with solution, mixing and coverage. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.